Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 279 mg/dl. The customer's blood glucose while hospitalized was above 250 mg/dl. It also reported that customer's mother gave manual injection and customer's blood glucose went down to 80 mg/dl. The cause of hospitalization was high blood glucose. The customer experienced the symptoms like lot of vomiting and blurred vision due to the high blood glucose level. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was 5-6 hours. The insulin pump will not be returned for analysis.